Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ clinical study. Revision of asr components due to pain. The subject had some pain for 18 months. The subjects blood metal level metal ions were measured in (B)(6) 2011. Co 45, 70ug/l (further details requested). Dint (B)(4) was a duplicate of this dint. This dint now has an amalgamation of information from both dints. Update - information received from (B)(6) regarding amniotic disease of asr patient¿s child ¿ (B)(6). Baby born with malformation of upper limbs. Two phalanges missing from left hand and amniotic band problem causing a tight groove and major lymphedema of the lower third of the right arm. Claim has been marked as legal, implant date and revision date amended, surgeons full name added, added further reason for revision previously missed. Taken from legal information dated 11th march 2015 reason for revision additional - injuries attributed to a reaction of soft tissue. Implant date - (B)(6) 2006. Revision date - (B)(6) 2011. Surgeons name - (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.